Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 and a reservoir was connected to a drain. After surgery, the reservoir became unable to be locked in the ward. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/23/2019. Evaluation: sample received for analysis. During sample evaluation, the locking mechanism of the plate was found broken the sample was evaluated and locking mechanism was broken when the locking mechanism is broken, plate remains open and its not possible to assemble a sample with a broken locking mechanism at the manufacturing line. Therefore, other external causes could have affected the product integrity such as handling, improper usage or any other possible contributor. Based on the present analysis and sample evaluation it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.